Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 419688, lead, implanted: (B)(6) 2010; dtba1d1, crt-d, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that their right ventricular (rv) lead had fractured and was to be replaced. Subsequent information was reported that the patient's rv lead was explanted and replaced for an apparent fracture as evidenced by high impedance and oversensing observed on the ring electrode. It was also reported that the patient's right atrial (ra) lead was explanted and replaced due to no pacing capture at the highest settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.